Event description:
Pt reports hospitalization following an episode of hypoglycemia. Pt reports an automobile accident concurrent with hypoglycemic episode. It is unk if any injury was sustained from the motor vehicle accident.

Manufacturer narrative:
Pt reports that she believes that a temporary basal rate may have been inadvertently left running. Pt reports she is not currently wearing the pump and has scheduled additional training. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release.